Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The cartridge and infusion set were changed. The occlusion alarm was resolved. Additionally, an altitude alarm was received while the pump speaker holes were against the skin. The altitude alarm reoccurred and after changing the cartridge twice, the alarm cleared and insulin delivery was resumed. Blood glucose was approximately 260 mg/dl.